Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Date of birth - requested, only year provided. Weight - (B)(6) kg. Explanted date: device was not explanted. Patient height: 163.5 cm. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported delayed bleeding after use of the angio-seal device. A radifocus sheath (8fr, 10 cm) was used. Using the angio-seal device, hemostasis was successfully achieved at 3 pm. In the morning of the next day, however, oozing was noted at the hemostatic site. The patient therefore continued to rest quietly in bed until the afternoon. In the afternoon, after oozing was confirmed to have stopped, the patient started to walk. When the patient was walking, the puncture site started to swell. The patient went into temporary shock, lost consciousness, and then fell down. A nurse immediately noticed and contacted the doctor, who applied manual compression to achieve hemostasis. Hemostasis was successfully achieved by manual compression. The patient's current condition was unknown, although no injuries or others associated with the patient's fall have not been reported. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Bleeding occurred out of the procedure room. It was a right femoral artery puncture. Additional information was received 28apr2021. The patient was discharged on (B)(6) 2021. Complications: edema of the feet, scrotum, gait difficulty. The patient sustained injury, head bruise and subcutaneous hematoma from a fall.